Manufacturer narrative:
A product development evaluation was completed: article 356.821 was returned with visible signs of use. The cutting surface has wear and visible knicks in the blade. The laser etching is barely visible indicating it has been cleaned repeatedly. The feature connecting the reamer to the drill is broken off and a visual inspection of the fracture surface with a 1.5x magnification gives evidence torsion (rotational forces) were the primary source for the instrument fracture. Evaluation of the returned reamer (356.821) shows that the reamer was used and broke due to torsion loads. The reamer most likely broke because it wore out and the lot was manufactured in 2005. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on; (B)(6) 2014 a long jpfna (japanese proximal femoral nail) was used for a femoral subtrochanteric fracture case. During drilling, the reamer interfered with the guide wire and broke off from the root. The blade was inserted without the guide wire. Checked by the image, the blade was not seated in the optimum position. The surgeon tried to extract the blade, but could not. The blade was finally extracted by removing the whole device. The blade and the impactor got stuck and could not be separated. Eventually another size blade was inserted using an extraction screw. It was also reported that there was a two hour surgical delay. This report is 1 of 4 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.